Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they didn¿t know if the cause of the high impedances was determined or what actions/interventions were taken or planned to resolve the issue. The high impedances were not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that there were high impedances on all c-0 combinations: c-0 monopolar 30.4k, bipolar c0-1 32.2k, c0-2 33.4k, c0-3 34.1k. Left gpi p1 current 1.7 ma. There were no patient symptoms reported. No further complications were reported or anticipated with the event.